Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon couldn't be inflated. The lesion being treated was a calcified and 90% stenotic lesion in a slightly tortuous distal circumflex coronary artery. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.